Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a device manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had a pump fail in 1999. It stopped after two years and because it had a radioactive isotope in it, the pump was unable to be analyzed and sent back to the manufacturer because they could not ship it. It was further stated that the hospital lost her pump and the reports. The pump was replaced 4 days after the pump failed and the patient was immediately hospitalized. Additionally, the patient was overdosed with a fentanyl patch in 1999. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.